Event description:
It was reported that an MRI scan at routine follow-up fifteen days post coil embolization of the aneurysm, there were many tiny central focus artifacts noted. The physician thought this was either air or metallic particles. The physician also stated that the amount of contrast enhancement suggests an inflammatory reaction of the surrounding tissue. No action was taken at that time due to the imaging finding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an MRI scan at routine follow-up fifteen days post coil embolization of the aneurysm, there were many tiny central focus artifacts noted. The physician thought this was either air or metallic particles. The physician also stated that the amount of contrast enhancement suggests an inflammatory reaction of the surrounding tissue. No action was taken at that time due to the imaging finding.

Manufacturer narrative:
Additional information from the user facility stated that is has not been confirmed that air as the cause of the artifact noted on imaging. There was no pre-procedure MRI for comparison. The patient had a total of four coils implanted into the aneurysm, of which only one was a target coil.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Inflammation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following the coil embolization of the aneurysm, there were many tiny central focus artifacts noted on imaging that the physician thought were either air or metallic particles. The physician also stated that the amount of contrast enhancement suggests an inflammatory reaction of the surrounding tissue. No other information was provided.